Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.254¿ x 0.119¿ was not returned with the instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted lung surgical procedure, the shaft of a tip-up fenestrated grasper was broken near the tip. The procedure was completed with no reported injury.